Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device had no physical damage or anomalies observed. The used sample was leak tested at 45 pounds per square inch (psi) for 30 seconds using a hydrostatic pressure pump, and no leaks were observed. Then, in order to replicate clinical use, the extension set was connected to the returned cassette and 10ml of priming was performed on a pump, and no pump alarms were observed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, once again there are occlusion issues, despite the equipment being intact, and after performing manual purging and replacing the pump, among other steps. The issue was resolved by switching to a different batch (cassettes and tubing). The reported issue was described as "purge impossible/occlusion", which occurred before use on the patient. There was no patient involvement.